Event description:
It was reported that during a cartridge change the ilet displayed ¿unable to proceed, check notifications¿ with alert 41 to restart, and repeated restarts did not resolve the error; the event was associated with an insulin shaft rewind error and absolute range error, and a replacement device was arranged along with education on data sync and return procedures. Symptoms included no adverse clinical effects, with a reported blood glucose of 108 mg/dl and no hypoglycemia or hyperglycemia. Outcomes included no injury, no medical intervention, and continued cgm use on phone or receiver until replacement arrival. Investigation included technical troubleshooting by phone and product replacement logistics. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.